Event description:
The PICC was placed in the right arm. The catheter broke while indwelling.

Manufacturer narrative:
The sample was received on 25 april 2007 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.